Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "deflation". Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on anterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on anterior(valve bond edge) assessed as an unidentified (tear) opening. A striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Event description:
Healthcare professional confirmed a left side deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4, b.5, d.6a, g.2.